Event description:
It was reported that the a company representative was in the operating room and there was a lead break. The patient was referred for a lead and generator replacement which occurred a few days later. The explanted products have not been received by the manufacturer to date. X-rays were later received and reviewed by the manufacturer. It was noted that the x-rays were not dated therefore it is unknown when the images were taken. The portions of the lead that could be visualized did not contain any obvious fractures. However it was noted that a portion of the lead was behind the generator and therefore could not be evaluated. Additionally, the presence of a micro-fracture in the lead cannot be ruled out. No additional relevant information has been received to date.

Event description:
The explanted lead was received by the manufacturer for analysis. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Of note, there were seven (7) set screw marks on the lead connector pin which suggests that incomplete pin insertion may have been an issue at one point. No additional relevant information has been received to date.